Event description:
It was reported that a patient experienced fungal peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized with an unrelated admitting diagnosis and then was later diagnosed with peritonitis while still being hospitalized. The treatment for the peritonitis event was not reported. The patient was discharged from the hospital seven days later. The outcome of the peritonitis was unknown. The following month after the onset of peritonitis, the pd therapy was discontinued and the pd catheter was removed. The patient began hemodialysis. Additional information was requested but was not available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A review of all batch record documents was performed for potentially associated lot numbers h14c08019 and h14c31011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.